Event description:
Reporter stated that a comparison between reporter's surestep meter and a hcp meter (done 5 minutes apart) was 232 mg/dl (ss) and 105 mg/dl (hcp), respectively (121% difference). No symptoms were reported. No other info was provided. There was no allegation of harm.